Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer alleged the cause to be due to the cartridge. A supply change was performed to resolve the issue. Customer¿s blood glucose level was 100 mg/dl.